Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead could not be fixed to the heart muscle. The ra lead was removed and replaced on (B)(6) 2023. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event was right atrial lead couldn¿t be fixed. As received, a complete lead with a stylet and an implant tool were returned in one piece for analysis. All tines were intact, visual inspection and x-ray examination of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts. No other anomalies were seen.